Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer. G6: report type ¿ updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: event problem and evaluation codes - additional information.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and no data was found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable based on the customer complaint confirmation was undetermined because an investigation cannot be performed. No injury or medical intervention was reported.